Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred during peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. During troubleshooting, the technical service representative (tsr) found that the initial drain alarm was set to 0ml and the last fill volume was set to 2000ml. The tsr contacted the nurse and reviewed the programming. The nurse would update the programming. There was no patient injury or medical intervention reported. No additional information is available.